Event description:
A report was received that the patient underwent an ipg replacement due to pocket pain and difficulty charging her ipg. The old ipg was replaced per patient's preference. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to pocket pain and difficulty charging her ipg. The old ipg was replaced per patient's preference. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance, operational and photographic imaging tests performed. The complaint regarding the difficulty charging ipg was not verified. In the lab, the ipg was charged in one cycle from its hibernation despite the active stimulation setting. Sleep current of the device was within the expected range indicating there was no excessive battery depletion as a result of faulty electronics. The complaint regarding the heating at the ipg pocket site was not verified. Based on the charge profile, device temperature peaked at temperature below the limit. The complaint regarding the shocking sensation at the ipg site was not verified. Ac/dc current leakage tests and residual gas analysis verified that there is no loss of electric current into the surrounding tissue as a result of faulty insulation. The monitored stimulation on an oscilloscope found no active stimulation when the stimulation was turned off. The device passed all required tests. The device exhibits normal device characteristics.